Manufacturer narrative:
The device will not be returning for evaluation. The reported complaint cannot be confirmed without the returned sample. A device history review (DHR) was completed and no non-conformances were noted. Concomitant medical product: maxplus needleless connector, MFR becton, dickinson and company; therapy date: (B)(6) 2018. 45" extension set with a/s valve, ln ams 435cv-1, lot num: 1806004d, MFR: vygon; rapidfill connector, ln h93813901, lot #: 60123404, MFR baxter; 600cc syringe, MFR becton, dickinson and company, therapy date: unknown.

Event description:
The event involved a spinning spiros closed male luer, red cap that a leak of flurouracil-5fu was noticed on an ambulatory pump setup that was in use for 46 hours. The spiros was attached to a maxplus needleless valve. It was reported there was noticeable white residue powder in/on the spiros and outside of the maxplus-spiros connection. The customer reported that the cassette reservoir was prepared in the pharmacy using a vygon extension set to the cassette and primed manually with a baxter rapidfill connector and a becton, dickinson 600cc syringe; possible misaligned connection with rapidfill connector and spiros being fully engaged. There was patient involvement, no adverse events, no medical or surgical interventions provided and no delay in critical therapy.